Event description:
Patient reported rupture identified via MRI and breast pain. Additionally reported was "sick because of breast implant illness" and "autoimmune issues" which have been deemed not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.